Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has had longstanding driveline due to a insulation breach. The pt was admitted to the hospital for driveline site infection and support for a clamshell repair for the driveline insulation breach was completed.